Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using both the tandem charging cable and wall adapter. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was advised on steps to follow upon receiving the replacement pump and instructed to return the malfunctioning pump with a provided pre-paid label. The customer understood and acknowledged all instructions.